Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.4 cm diameter saccular abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 11 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck of the right iliac artery was 20 mm, distal diameter of non-aneurysmal aortic neck of the left iliac artery was 18 mm, diameter of access vessels, the right femoral artery was 11 mm, diameter of access vessels, the left femoral artery was 11 mm. The right and left iliac arteries were moderately tortuous. It was reported that CT with contrast noted a type iia endoleak 48 months post index procedure. The size of the aneurysm at this time was 5.3 cm in diameter. There was no reported intervention or action taken. It was also reported that CT with contrast noted a proximal type ia endoleak 60 months post index procedure. The size of the aneurysm at this time was 5.4 cm. There was no reported intervention or action taken. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.